Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level as the pump did not shut down. The customer was instructed by technical support to uninstall and reinstall the mobile app and monitor if the battery depletion exceeds 35% per day. Additionally, the customer was advised to turn off the mobile connection since their phone is no longer compatible with the app, and they understood and acknowledged these instructions.